Manufacturer narrative:
The following devices were also listed in this report: trident hemispherical solid back shell; cat# 500-11-58f; lot# 55849401; citation tmzf ha stem #5 left; cat# 6265-5105; lot# 53343302; md vit slv and 2.0mm homog cbl; cat# 6704-0-510; lot# 56903702; v40 cocr lfit head 36mm/+5; cat# 6260-9-236; lot# d24p6d. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
Chronic infection, right hip.